Event description:
It was reported that the patient¿s pod deployed the needle before placing the pod on the skin.

Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to confirm or determine root cause for the reported issue of needle deployed early. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.